Event description:
Patients have had evenmore catheters fall out with minimal or no contact. Catheter implanted approx 2 weeks after sutures removed, the whole thing has come out, with the cuff. Chlorheadine has been the site agent used. No extraordinary circumstances.

Manufacturer narrative:
Lot history record review: the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample is not available for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual complaint sample, angiodynamics is unable to conduct a thorough investigation. A review of the device specification history shows all evenmore catheters are cuffed utilizing an extra tight weave polyester cuff. Since the implementation of the device, there have been no changes to the form, fit or function of the cuff. The exact cause of the complaint is unk. Possible causes of the reported complaint are wetting of the catheter prior to insertion, the use of drug or other agents that may impede tissue in-growth, site care agent and diameter of tunnel for insertion. Each patient has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. The following statements related to this complaint type are listed in the instructions for use: warning: do not over-expand subcutaneous tissue during tunneling. Over-expansion may delay/prevent cuff in-growth. The curved evenmore catheter is intended for internal jugular vein insertion. The catheter is intended for long-term vascular access only and should not be used for any purpose other than indicated in these instructions. Catheter must be secured/sutured for entire duration of implantation. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.